Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient presented to emergency department with left arm swelling and pain. Deep vein thrombosis (dvt) diagnosed of the left upper arm venous. The patient was administered anti-coagulate medication. The rv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the wrap-it clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.